Event description:
It was reported that while in the catheter lab, the md inserted the catheter via the right femoral vein. The md tried to inject "contrast agent" manually by syringe before using the injecting device. At that time, the plunger of the syringe was not able to be pushed by hand and the "agent" was not able to be injected. As a result, the catheter was exchanged.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one 4 ft. Berman catheter and one 1.10cc syringe were returned for evaluation. A small dark brown substance was observed within the clear portion of the balloon extension line; along with residue of a clear, cloudy substance. What appeared to be clamp marks were also observed approximately 6mm from the distal end of the white molded juncture hub. No obvious anomalies to the syringe or catheter were observed. Since reported event pertained to user not being able to push the syringe plunger down, the plunger of returned syringe was manually pushed in & out of the syringe barrel several times. No difficulties with the syringe or syringe plunger were observed. The catheter stopcock handle was placed in open position, the syringe was then attached to stopcock at the proximal end of the balloon extension line and 0.60cc of air was injected into the balloon inflation lumen. The syringe plunger bounced back and the balloon did not inflate. A new 1.10cc syringe from internal inventory was attached to the stopcock at the proximal end of the balloon extension line and 0.60cc of air was injected into the balloon inflation lumen. The syringe plunger bounced back and the balloon did not inflate. The returned syringe was then attached to the distal extension line, the distal end of the catheter was submerged in water and air was injected into the distal lumen. A small stream of bubbles emerged from the berman holes at the distal end of catheter which indicated the distal lumen was not occluded. Since the inflation lumen was occluded, an attempt was made to insert a .006" spring wire guide (swg) into the inflation lumen through balloon extension line; swg was caught on inside of stopcock. Therefore, catheter was sectioned about 10cm from distal end of white molded hub. The .006" swg was inserted into the section of catheter which contained extension lines; swg passed freely through inflation lumen and through stopcock, exiting out of the proximal end of the balloon extension line. A dispensing tip was attached to the returned syringe, which was inserted into the inflation lumen of the sectioned catheter and 0.60cc of air was injected into the inflation lumen; balloon did not inflate. During inspection of the berman holes at the distal end of the catheter, another set of marks similar to those found near the molded juncture hub were observed. The .006" swg was inserted into the section of catheter with balloon at the distal end; resistance was met about 1.5cm from 30cm mark. The catheter was sectioned at the location of resistance and inspected using 4x magnification. Since the balloon still did not inflate when dispensing tip was inserted into the lumen, the catheter was sectioned about 3mm distal from the 30cm mark, then about 2cm distal to the 20cm mark and once more about 4cm distal to 10cm mark. The balloon did not inflate due to the white substance found within the inflation lumen. The catheter was sectioned approximately 2.1cm from the distal end, the dispensing tip was inserted into the inflation lumen and 0.60cc of air was injected into the lumen balloon inflated and deflated within specification and held volume in excess of one minute. The inflated balloon was submerged under water and tugged, no loss of volume or evidence of balloon leakage was observed. No manufacturing relation to the reported event was established during a review of the catheter device history records. Due to clarification of the reported event, which appears to have pertained to a possible interlumen crossover, tests were performed on the sectioned catheter: the distal end of catheter was manually occluded, returned syringe was attached to balloon extension line and 0.60cc of water was injected into inflation lumen. Water exited out of the distal extension line and no other leakage along this section of catheter was observed. This indicated an interlumen crossover between the distal and inflation lumens. The white molded juncture hub was then sectioned; a void was found within the hub. Due to occlusion found in the remaining sections of catheter, it was not possible to test entire catheter for evidence of a crossover. Testing of returned sample revealed inflation lumen was occluded with what appeared to be a white, crystallized substance. This occlusion would have resulted in the syringe plunger bouncing back during use and was attributed to a potential procedure related cause. Clarification of the reported event indicated the issue pertained to a possible interlumen crossover. Testing of the catheter revealed an interlumen crossover between the distal and inflation lumens was found and was attributed to a potential manufacturing related cause. A non-conformance has been initiated to address this issue.